Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced hyperglycemia. The customer blood glucose level was 25 mmol/l at the time of incident and the current blood glucose level was 25.9 mmol/l. The customer was assisted with troubleshooting. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that insulin pump was not delivering a bolus. Customer stated that auto mode feature was active and automatically adjusting insulin at time of high blood glucose event. Customer stated that blood glucose went down 20.6 mmol/l, insulin pump recommended a 1 unit. Customer declined to check their settings. The insulin pump will not be returned for analysis.